Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that since a revision surgery, patient has lost weight and now the ins battery flips and flops everywhere. Patient can feel the ins very easily under the skin and can also feel where the lead is connected and runs up to her spine. These issues started over a year ago. Because of this, it hurts when she charges it because she does not have any fat there anymore and patient usually has to charge multiple times per week. Patient turned her device down and off prior to undergoing another surgery (surgery is unrelated to scs) and now she is not getting "the signal", meaning she is getting poor communication with her patient programmer (pp). Patient has tried turning stimulation on but is not able to. Prior to calling she changed pp battery and her ins recharger (insr) showed the ins battery was full but is still not able to communicate with the pp. The pain is unbelievable due to not being able to turn stimulation back on and patient was in misery with pain; this started on (B)(6) 2018. Patient was on heavy medication following her recent surgery and is still on chronic pain medication but it's not even helping her. It was recommended to patient to attempt using the pp with and without the antenna and the patient continued to see poor communication message. Patient was not able to start a charge session and had difficulty locating ins site. Patient continued to see the reposition antenna message on the insr. Patient was redirected to their hcp to discuss symptoms and perform further troubleshooting. Reviewed risks that the ins battery position could be causing the telemetry issues, particularly if the ins battery has flipped. Patient mentioned that her managing hcp was aware of the issues with ins moving but he wanted to wait to perform replacement until her weight was more stable. The event date for poor comm/not able to turn stim on was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that loss of weight was not related to the devices or therapy. Patient¿s current weight is (B)(6) pounds. Patient will be seeing a doctor in nc, who is an orthopaedic surgeon on (B)(6), and would just like to have a manufacturer rep be present there so they can check the device and educate patient about the charging process to make sure she is not doing something incorrectly. Patient stated that she has many unrelated health issues and she has had unrelated surgeries such as bariatric and gall bladder surgeries. The hcp wants patient to recover from all those surgeries and then will address the stimulator issues. Patient will see and hcp in ma for the devices once she recovers from the surgeries and her weight is stabilized. Patient stated that they are a federal workers comp case so everything a bit difficult to get done. Patient was given the phone number to provide to the orthopaedic surgeon, so they can request a rep to be present at that appointment. Patient did not know the exact cause of ins battery flipping and flopping and other mentioned device issues but stated that she has lost a lot of weight due to the bariatric surgery. No further complications were reported/anticipated.